Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that a health care provider (hcp) told a boston scientific technical services (ts) consultant of a patient who had been noncompliant and lost to follow-up care whose device was in storage mode when the patient presented for a clinical check. The hcp commented that she thought the device battery had depleted in an odd manner that was exacerbated by the patient being lost to follow-up care. The hcp was unable to recall any additional or identifying information regarding the patient or device. There were no reports of adverse patient effects.